Manufacturer narrative:
Qc was high before and after the event. A field service engineer (fse) was dispatched: the fse inspected the instrument and found debris on the modular chemistries (mc) sample probe wash collar and replaced both. The fse found micro bubbles in the creatinine reagent syringe and replaced. Although hardware issues were addressed, a clear root cause has not been determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high creatinine results generated by the unicel dxc 800 pro synchron clinical systems for twenty three patients. The results were reported out of the lab. The original samples were re-tested and results were amended. There was no change to patient treatment.